Event description:
Patient had undergone primary left total hip arthroplasty (B)(6) 2006. He was doing well until week of (B)(6) 2009, when he felt something give in head and he was unable to walk. Fractured modular neck and fatigue fracture with displacement, left total hip. Implants removed wright profemur z size 4 noncemented stem and anteverted varus neck long modular which was broken at the stem, and a plus 3.5 femoral head.